Event description:
The customer reports that the physician was concerned that the platelet count dropped after two pts had tpe procedure. There were no alarms. The treatment was postponed. No medical intervention was required for this event. The disposable set is not being returned. This report is being filed to provide a separate report for pt #2 (procedure #2) that was reported in MDR 1722028-2011-00169. At the time of the initial filing, there was insufficient evidence to suggest that there were separate reportable events, as only one pt received medical intervention. This report is for the first procedure done on pt #2. The second procedure is reported in MDR 1722028-2011-00331. The first procedure was performed on spectra optia serial # (B)(4). The disposable lot # used is unk. Dob and weight are unavailable at this time.

Manufacturer narrative:
(B)(4). Investigation: analysis of the dlogs for this outcome showed the following similarities in the procedures with significant platelet depletion: the system switched to algorithm control numerous times which can occur due to turbulence caused by differences in pt's blood separation characteristics combined with high inlet flows. There were multiple 'rbc detected' alarms which occurred in response to red cells exiting through the plasma line. If the system remains in algorithm control with high inlet flow rates, the interface can slowly drift upwards. Over time, the interface may drift upward until the rbc layer reaches the plasma port and rbcs exit the plasma line, generating an 'rbc detected' alarm. The platelets may exit the plasma line ahead of the rbcs, and be sent to the waste bag. Since lot numbers for the procedures were unk, the device history records for the previous six lots ordered by the customer were reviewed. Nothing was found that would contribute to this event. Root cause: platelet loss occurred due to operator error of improper response to "rbcs seen in the plasma line" alarms. The spectra optia system is operating as intended. Corrective/preventive action: caridianbct provided some retaining to the customer, and made recommendations to the customer for preventing significant decreases in pt platelet counts during therapeutic plasma exchange procedures.